Event description:
Consumer reported complaint for high blood glucose test results. Pharmacy is calling on behalf of the customer stating the customer has been taking insulin base on the results on the meter, and the results are way off. The customer called concerned with test results from meter to meter comparison of 137 mg/dl using true metrix meter and 94 mg/dl using doctor's device. The customer stated his expected pm fasting blood glucose test result range is 90-120 mg/dl. The customer feels well and did not report any symptoms. Customer had gone to the doctor on the day of the call due to the high results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/28/2027 and per the customer the open vial date is 4 days ago. The meter memory was reviewed for previous test result history: result 1: 137 mg/dl, date: (B)(6) 2025 time: 11:55am fasting. Result 2: 155 mg/dl, date: (B)(6) 2025 time: 7:48pm fasting. Result 3: 164 mg/dl, date: (B)(6) 2025 time: 7:45pmfasting. Result 4: 111 mg/dl, date: (B)(6) 2025 time: 8:48pm fasting. Result 5: 94 mg/dl, date: (B)(6) 2025 time: 8:26pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.